Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was very strong modular cable damage. The modular cable was exchanged.